Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es device drawer hardware was failed. It states that the drawer did not open even though it physically opens. The drawer can be recovered but each time it is accessed after recovery it fails again. The drawer appears to open properly with no obstructions in the back but when it is pulled open, it fails. The user needs to get this resolved for medication access for this area. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer hardware had failed. A field service engineer found that the pyxibus matrix drawer was repeatedly failing, and the indication on the screen was delayed until a timeout message appeared. So replaced the controller board and drawer sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.